Manufacturer narrative:
The lot number is unknown; therefore, a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak from the anticoagulant line of a prismaflex hf1000 set. Approximately 50mls of blood leaked. The patient was receiving epoprostenol during dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.